Event description:
Patient underwent psf on (B)(6) 2024. When patient came in for 12 month follow up appointment, surgeon noticed that set screw at l2 was disengaged. Power torque and boc towers were used in original surgery.